Manufacturer narrative:
The device is not available for evaluation and no additional quality investigation can be performed. The device is not available for evaluation and no additional quality investigation can be performed.

Event description:
It was reported that the cbcii blood conservation kit w/3/16 inchround pvc wound drain was allegedly not able to transfer collected blood to the blood bag from the reservoir. There was patient involvement and no adverse consequences associated with the device. No blood infusion was required. The cbc2 was continued to be used just as a drain.